Event description:
A damaged probe caused a minor esophageal scratch. No medical intervention was required nor did this cause an extension of medical treatment.

Manufacturer narrative:
(B)(4). Evaluation of the transducer will be included in a follow up report upon its return.